Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges intermittently. Reportedly, the customer loaded the cartridges with 400 units of insulin and the pump displayed a value of 170 units. There was no adverse impact to the customer's blood glucose. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.